Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self test. However, unit alarmed pump error during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement test or verify pump errors. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had two error alarms, one of which was stuck in a continuous loop. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.